Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: shaft kinked. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during inserting the proglide device into the tissue track, the shaft kinked and the device could not be inserted any further into the vessel. The device was removed and the method of achieving hemostasis was not reported. There were no reported adverse pt effects. No additional information was available.